Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use, it was noted that the device had previously been activated for another implant and programmed settings had not been cleared prior to redistribution. The device was not implanted. No patient complications have been reported as a result of this event.